Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader, and no issues were observed. Visually inspected the returned usb charger and usb cable and no issues were observed. No opens or shorts were observed. Usb/charging cable passed testing. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) and burn marks were observed. Further investigation was conducted, where a visual inspection was performed on the returned reader using a digital microscope. Burn marks were observed on the u13 component of the returned reader. Visual inspection was unable to perform on the adapter as it was not returned. No anomalies were observed on the returned usb cable. The device was brought to the bench for functional testing. The returned battery voltage was measured to be within the specific range. The returned battery was observed to be charged normally. No abnormalities were observed on the returned battery. The returned reader was observed to be too hot to hold when connected to a charged known good battery, regardless of its charging state. The off current was measured to check the current draw of the returned reader, and it was not within specific range for the returned reader with stm processor which indicated that the reader was drawing excessive electrical current from the battery. The reader was monitored under a thermal camera during operation and hot spots were observed on u5 and u13 components which indicated that the two components on the returned reader were contributing to the excessive electrical current drain. The observed excessive current drain and hotspots are known symptoms of a reader that has been supplied with excess current through its charging function by the use of a non-abbott supplied power adapter. A reader self-test was unable to be performed due to the inability to power on the returned reader. Therefore, this issue is not confirmed due to user error (incorrect adapter used) as damage to the returned reader's u13 and u5 components was found through bench testing. At this time adapter has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the libre reader, cable and adapter met specifications prior to release to distribution. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported their abbott diabetes care device did not power on. The product was returned and investigated for not powering on, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer initially reported their abbott diabetes care device did not power on. The product was returned and investigated for not powering on, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported product has been returned and is currently undergoing investigation . A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.